Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low sodium (na) results that were generated by the unicel dxc 600 synchron chemistry analyzer. No erroneous results were reported out of the laboratory. There was no effect to patient treatment for this event.

Manufacturer narrative:
On (B)(4) 2010, the na qc results, prior to the event, were within the lab's established ranges. Several hours later, the operator noticed that na results were running low. The customer recalibrated the ise system, which resolved the issue. As of (B)(4) 2010, there were no more calls to the bci hotline for ise problems.